Event description:
Following use of a pressurewire device in a (B)(6) mi study, the patient experienced an iva (anterior interventricular) coronary artery dissection on (B)(6) 2017. There was no additional test performed and no symptomatic measure was taken. The patient recovered on (B)(6) 2017.

Manufacturer narrative:
The reported event of "coronary artery dissection" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures.